Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels. Customer reported the bg meter read "high", and did not provide a bg value. Customer administered a manual injection to address elevated bg levels. Reportedly, the customer changed the infusion site and bg levels lowered to 300 mg/dl. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.